Manufacturer narrative:
Continued e1 (phone number): (B)(6). The reported events of "capsular contracture, baker grade unknown," "seroma-late," "exposure," and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma-late, exposure, and infection (unknown onset).

Event description:
Healthcare professional reported in lecture slides "how to deal with capsular contracture: suspected infection during te expansion" that in cases where there has been some trouble during the procedure, it can be difficult to resolve capsular contracture. It was also reported "damage", "exposure", "hematoma, skin ulcer, exposure", "breast cancer, local recurrence suspected", "subcutaneous masses", "delayed-onset seroma", "damage suspected, removal". The event of "breast cancer, local recurrence suspected" is not device related. This record relates to the left side. Device status is unknown.

Manufacturer narrative:
Medical review determined there is no complaint against the device. Additional, corrected and/or changed data: b.5, h.6.

Event description:
It has been determined based on further review, there is no complaint against the device. This record is no longer reportable to the FDA.